Event description:
The MFR's rep reported a pump reservoir volume discrepancy. In 2007, the expected residual volume (erv) was 2 ml, but the actual reservoir volume (arv) was 18 ml. At a previous refill appointment the erv was 2 ml, but the arv was 9ml. Studies were performed and were found to be normal. No pt symptoms were reported. The pump was explanted and replaced after 35 months implant duration. The pt status "normalized after the pump replacement surgery. The drug contained in the pt's pump was morphine (unk concentration/dose). Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.